Event description:
It was reported that the hcu 30 had a leaking heater problem. The unit was switched out and the case was continued. Maquet service personnel trouble shot the unit and found leakage was 185 micro amps and current draw was too high at 19+amps. Arrangements were made to ship the unit back for repair. No reported effect to the pt. (B)(4). Ref # MFR 8010762-2013-00085.